Event description:
On (B)(6) 2015, two ribloc u plus plates were implanted, one to replace a broken competitor's plate and one to plate a newly identified fracture. Approximately 2 1/2 months after implantation, the pt choked on some food and then felt pain. A scan revealed that one of the plates had broken. Plate removal and repair is scheduled.

Manufacturer narrative:
The returned broken plate was visually and dimensionly examined. The measured cross-sectional dimensions (width and thickness) at the plate fracture side were within specification. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of the plate break.

Event description:
The broken plate was explanted.